Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication of a serious injury. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and device usage: monitor (B)(4): 12/2014 - initial use. Electrode belt (B)(4): 02/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pt's are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessada.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A united states distributor reported that a pt experienced an inappropriate defibrillation event consisting of one treatment. The pt received a 17j treatment at 17:53:28. Multiple counting of tall t-waves contributed to the false detection. The response buttons were not pressed prior to the treatment. There is no indication that the pt required medical attention. The lifevest delivered a higher-than-programmed energy pulse (150j was programmed). The high energy pulse was caused by a low level of impedance (17 ohm).